Event description:
It was reported that during a low anterior resection procedure, the device deployed only half of the staples when fired, not completing the anastomosis. The sales rep stated that the surgeon was able to resect lower and used a different device to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Dislodged component. Evaluation summary: the analysis results found that the device arrived with the casing damaged, guide face partially dislodged and the anvil missing. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached on how the casing becomes damaged and guide face partially dislodged, it is possible that the device was exposed to heat causing the casing to become bridle. A batch record review was performed and no anomalies were found during the manufacturing process.